Manufacturer narrative:
Based on the information provided at this time, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Although logs are available for en0109 on 10/16/2023, the available logs do not indicate that a procedure was performed on that date. As the available logs do not include error logs or support logs that indicate a procedure was performed, a log review cannot be performed at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient had a medical history of pneumonia. The lesion's size was 3.3x1.6x6.0cm and it was located in the right middle lobe 2mm from the pleura. Per the physician, the biopsy caused the pneumothorax and the pneumothorax could have potentially occurred via another biopsy modality. The ion system performed as expected with no errors throughout the case and the patient's vital signs were reported as normal throughout the procedure. Later that day, a pneumothorax was confirmed with a post-procedure chest x-ray. The pneumothorax did not increase in size, but a chest tube was placed to manage the pneumothorax. The biopsy diagnosis was adenocarcinoma. The patient was hospitalized for a total of 3 days then discharged home.